Manufacturer narrative:
Additional information: the reporter contact animas alleging a dim and discolored display screen. There is no indication that the product issue caused or contributed to an adverse event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s display screen is difficult to read in a bright setting. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.